Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were not with the patient at the time of the call. The patient has had an implanted neurostimulator (ins) for 2 years and is a competent user. The patient started on differential target multiplexed (dtm) programming on (B)(6) 2020, and has noted the stimulation was turning off. Reviewed perception off vs ins is off according to handset. Caller will review this with patient and direct to patient services (ps), if needed. Additional information was reported that the patient's stimulation was turning off after their programming. The patient stated that the ins was turning off and wasn't just the patient feeling it was off. No actions have been taken at this time as the patient is not returning phone calls from the rep. It's unknown if the issue has been resolved.